Event description:
A part of the base bushing is broken off. [Device breakage]. Case description: this incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous report received from (B)(6) and reported by a consumer as "the connection part of penfill holder was broken, and the dosage unit could not return to zero." It concerns a pt treated with novopen 4 (insulin delivery device) (drug first dose unknown, drug stop date unknown) for "device therapy." Upon analysis of the returned product a fault which may lead to a medical consequence was found. A part of the base bushing is broken off. This could have resulted in the pt receiving too high a dose and experiencing a hypoglycaemic event. This case was reclassified to an incident due to this fault.

Manufacturer narrative:
Analysis reply: novopen 4, batch: aug0337. Investigation and results: technical, visual, and functional examinations were performed. A part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. This may result in inaccurate dose delivery. Conclusion: the problem is due to rough handling during use. Company comment: upon analysis a fault which could lead to an incident was identified. A part of the base bushing on the pen has broken off. An internal part in the pen is broken and dose mechanism can rotate freely inside the pen housing. Due to the pen construction it will be very difficult to set a dose if the pen is used according to the instruction. However, if the pt is holding on the cartridgeholder instead of the pen housing the pt could receive too high a dose, when injecting, and experience a hypoglycemic event. The fault should initially be very obvious to the pt, because of the misalignment between the pointer and the dose indicator window, therefore the overall risk of an adverse event is considered minimal. The fault occurs when excessive force during handling is applied to the pen. Final comment from the manufacturer: 09/23/2011: during investigation of the device a fault which could lead to an incident was identified. No other cases with the same root cause have been reported to novo nordisk (B)(4), therefore novo nordisk (B)(4) does not see this as a safety concern.